Manufacturer narrative:
Manufacturer's analysis conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the reported low speed and pump stop events captured within the submitted log files. The submitted log files contained overlapping data from (B)(6) 2020 at 14:19:58 to (B)(6) 2020 at 12:17:29. Throughout the captured data, there were numerous low speed advisories, low speed hazards and pump stops. The low speed and pump stops were captured on both battery and power module power. The low speed events and pump stops were often associated with pump power elevations. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with two or more damaged wires in the patient¿s driveline and is consistent with the evaluation of the returned distal end of driveline. A distal end driveline replacement was performed by a technical service representative on (B)(6) 2020 under (B)(4). Approximately 20.5¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and variations in the resistance readings of the brown, black, and red wires were noted upon manipulation of the driveline segment. The other three wires were found to be electrically intact, even with manipulation of the driveline segment. Upon removal of the outer silicone sleeve, no damage was noted to the underlying bionate layer; however, the bionate layer was discolored. Removal of the bionate layer revealed multiple areas of shield breakdown. The shielding was removed, and visual and microscopic inspection of the underlying wires revealed a breach in the insulation of the green and black wires adjacent to the terminus of the metal controller connector. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. Microscopic inspection and hipot testing of the remainder of the returned driveline segment revealed no additional areas of wire damage. The insulation breaches of the green and black wires would have resulted in a pump stoppage if the exposed conductors of either wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The heartmate ii lvas patient handbook addresses exchanging power sources, outlines all system controller alarms as well as the proper actions associated with them, and contains an emergency response checklist. In addition, both the patient handbook and IFU state that at least one system controller power lead must be connected to a power source at all times and if both power leads are disconnected at the same time, the pump will stop. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced a low flow alarm and low speed advisory. The patient was instructed to change out the controller but the alarms persisted. Log file analysis contained abnormal pump stoppage events while supported on battery and power module power. On (B)(6) 2020 a driveline repair was preformed by technical service. The entire external portion of the driveline was repaired. No further information was reported.

Manufacturer narrative:
Section d10: a segment of the percutaneous lead was returned only. The relevant device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specifications. The pump was shipped on 25sep2015. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed.